Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic hemostasis procedure to ligate a hemorrhage point performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The angles of the endoscope and the device were adjusted; however, still the bands could not be deployed. It was reported that the physician was unable to stop the hemorrhage in a timely manner which needed them to change the device. The procedure was completed with another speedband superview super 7 and the hemorrhage was resolved using this device. It was noticed that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.